Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken conductor wire at proximal end, near the main tube and roll gear junction. The conductor wire was found to be broken inside the instrument housing. No signs of thermal damage were observed. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across either grip tip. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument cauterization was not working and had 4 lives remaining. The procedure was completed with no reported injury.